Manufacturer narrative:
(B)(6). A visual inspection of the device confirmed the reported breakage. The anchor has broken at the suture slot. The broken portion was not returned for evaluation. The break is uneven in nature and the inner screw is bent. This condition is consistent with off axis insertion. No root cause related to the manufacture of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During surgery after pre-drilling a hole, the surgeon was attempting to insert the anchor. Upon insertion the tip of the anchor sheared off. The device broke in the patient at the opening of the calcaneal hole and was removed with forceps. A backup device was available for use to complete in the same hole. No patient injury or other complications were reported.